Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. After four days of hospitalization, the patient was discharged. Peritoneal dialysis therapy had been discontinued twenty-six days prior to the peritonitis event for an unrelated event and the patient has been on hemodialysis therapy since that time. The patient was recovered from the peritonitis. The patient was not retrained on the proper aseptic technique. No additional information is available.